Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during device insertion, resistance was met and the proximal shaft of the sheath kinked. The device was removed over the guide wire and a second proglide device was attempted. There were no reported adverse patient effects. Though requested, no additional information was provided.